Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low flow rate. This occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2022-04538. All information can be found under manufacturer report number 1314492-2022-04538. Should additional relevant information become available, a supplemental report will be submitted..